Event description:
The device has been explanted and replaced. Healthcare professional reported "creases" observed during surgery.

Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified: red particles in the shell; crease fold; deformation. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii. The device remains implanted.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs a device appears to have creases and the gel is cloudy in color. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii. Healthcare professional reported "creases" observed during surgery. The device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii. The device remains implanted.